Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a "terrible" skin reaction (infection and redness) at her sensor insertion site. Pt consulted her physician, who prescribed a steroid cream. At the time of her call to dexcom technical support, pt reported that her skin was red and itchy at the insertion site but that she was okay and no longer had an infection.